Manufacturer narrative:
As of the date of this report the device has not been received by the MFR. This report will be updated when the eval is completed.

Event description:
It was reported that there were holes burnt into the batteries while it was being used with the system 5 sagittal saw. The investigation is ongoing. There were no adverse consequences reported.